Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated in the other fallopian tube / migration of the device/the other essure coil in the peritoneal cavity anterior to lumber spine/ failure to occlude fallopian tube") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress, hypothermia, urinary retention, shock hemorrhagic and hypoxemia. Concomitant products included gabapentin from (B)(6) 2016, hydrocodone since 2015 and ibuprofen from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 1 month 31 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("plaintiff claimed psychological or psychiatric problems condition: mental anguish") and depression ("plaintiff claimed psychological or psychiatric problems condition: depression"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy - laparoscopically). Essure was removed. At the time of the report, the device dislocation, anxiety, depression, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 8 trailing coils on the left, on the right, there were about 5 trailing coils but as soon as fired the device and removed the applicator, the coil instantaneously was sucked completely into the tube and could not be seen. (B)(6) 2015: bilateral salpingectomy- laparoscopically lost essure could not be located. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) confirmed that the essure device had successfully occluded a fallopian tube and migrated in the other fallopian tube. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received. Her demographic was updated. She was recovering from event: pain: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated in the other fallopian tube / migration of the device/the other essure coil in the peritoneal cavity anterior to lumber spine") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress, hypothermia, urinary retention, shock hemorrhagic and hypoxemia. On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("plaintiff claimed psychological or psychiatric problems condition: mental anguish") and depression ("plaintiff claimed psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy - laparoscopically). At the time of the report, the device dislocation, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and pelvic pain to be related to essure. The reporter commented: 8 trailing coils on the left, on the right, there were about 5 trailing coils but as soon as fired the device and removed the applicator, the coil instantaneously was sucked completely into the tube and could not be seen. (B)(6) 2015: bilateral salpingectomy- laparoscopically lost essure could not be located. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) confirmed that the essure device had successfully occluded a fallopian tube and migrated in the other fallopian tube. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product indication added. New events: depression, anxiety added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated in the other fallopian tube / migration of the device/the other essure coil in the peritoneal cavity anterior to lumber spine/ failure to occlude fallopian tube/ other tube in abdominal cavity somewhere') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress, hypothermia, urinary retention, shock hemorrhagic and hypoxemia. Concomitant products included gabapentin from (B)(6) 2015 to (B)(6) 2016, hydrocodone since 2015 and ibuprofen from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 1 month 31 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("plaintiff claimed psychological or psychiatric problems condition: mental anguish") and depression ("plaintiff claimed psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy - laparoscopically). Essure was removed. At the time of the report, the device dislocation, anxiety, depression, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal distension was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 8 trailing coils on the left, on the right, there were about 5 trailing coils but as soon as fired the device and removed the applicator, the coil instantaneously was sucked completely into the tube and could not be seen. (B)(6) 2015: bilateral salpingectomy- laparoscopically lost essure could not be located. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) confirmed that the essure device had successfully occluded a fallopian tube and migrated in the other fallopian tube. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated in the other fallopian tube / migration of the device/the other essure coil in the peritoneal cavity anterior to lumber spine/ failure to occlude fallopian tube") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress, hypothermia, urinary retention, shock hemorrhagic and hypoxemia. Concomitant products included gabapentin from (B)(6) 2015 to (B)(6) 2016, hydrocodone since (B)(6) and ibuprofen from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("plaintiff claimed psychological or psychiatric problems condition: mental anguish") and depression ("plaintiff claimed psychological or psychiatric problems condition: depression"). On (B)(6) 2015, 2 years 2 months after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy - laparoscopically). At the time of the report, the device dislocation, pelvic pain, anxiety, depression, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 8 trailing coils on the left, on the right, there were about 5 trailing coils but as soon as fired the device and removed the applicator, the coil instantaneously was sucked completely into the tube and could not be seen. On (B)(6) 2015: bilateral salpingectomy- laparoscopically lost essure could not be located. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) confirmed that the essure device had successfully occluded a fallopian tube and migrated in the other fallopian tube. Concerning the injuries reported in this case, the following one was reported via medical records: device expulsion most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received. Concomitant drugs added. Events vaginal bleeding, menorrhagia added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated in the other fallopian tube / migration of the device/the other essure coil in the peritoneal cavity anterior to lumber spine/ failure to occlude fallopian tube/ other tube in abdominal cavity somewhere') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress, hypothermia, urinary retention, shock hemorrhagic and hypoxemia. Concomitant products included gabapentin from (B)(6) 2015 to (B)(6) 2016, hydrocodone since 2015 and ibuprofen from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain/pain pelvic"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 1 month 31 days after insertion of essure. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("plaintiff claimed psychological or psychiatric problems condition: mental anguish") and depression ("plaintiff claimed psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy - laparoscopically). Essure was removed. At the time of the report, the device dislocation, anxiety, depression, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal distension was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 8 trailing coils on the left, on the right, there were about 5 trailing coils but as soon as fired the device and removed the applicator, the coil instantaneously was sucked completely into the tube and could not be seen. (B)(6) 2015: bilateral salpingectomy- laparoscopically lost essure could not be located. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) confirmed that the essure device had successfully occluded a fallopian tube and migrated in the other fallopian tube. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event bloating. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated in the other fallopian tube / migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy ). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram (hsg) confirmed that the essure device had successfuljy occluded a fallopian tube and migrated in the other fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.